Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient's ipg was non functional. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.